Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that his blood glucose was 49 mg/dl. He believes that the pump is over-delivering. The patient treated his low with food and his blood glucose rose to 140 mg/dl. Troubleshooting was initiated for the low blood glucose. The drive support cap appeared normal. The pump also passed the displacement test. The customer was advised to monitor the pump and call back if issues persist. No products were shipped or returned.